Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had alarmed, displaying the message "lec 1230 no connection" on the screen. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.